Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the down arrow button of her onetouch ultramini meter would intermittently not respond and that the meter would intermittently not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began on (B)(6) 2016 at around midnight. The patient informed the csr that she manages her diabetes with self-adjusted insulin (60 units of trajeo and 100 units of novolog daily). It is not known what action, if any, the patient took in regards to her usual diabetes management routine when she was unable to test due to the alleged issues. The patient reported developing symptoms of ¿sweating, heart racing, shaking and talking out of her head¿ 30 minutes to 1 hour after the alleged issues began. In response to the symptoms, the patient reported treating herself with orange juice and peanut butter on (B)(6) 2016 at 1:00 am. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing. The csr noted the meter would not power on when a test strip that previously did not turn the meter on was inserted. The csr noted the meter would power on manually when the power button was pressed and when a new test strip was inserted. The csr confirmed the alleged issues remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issues began.